Manufacturer narrative:
The MFR's service rep performed an on-site investigation, and found a precharge error message. The batteries were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 7700 system x-ray would not work. No pt injury was reported.